Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the power supply assembly from the customer¿s stock to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator's circuit breaker was activated while power was connected to ventilator. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.